Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was black and interaction with the touch screen was not possible. There was no reported impact to customer's blood glucose. The pump was replaced to address the issue.